Event description:
The manufacturer received information from a customer that a trilogy evo ventilator inoperative alarm and a red screen. No harm or injury has been reported at this time. The ventilator has not yet been returned for evaluation. If the device and/or component is returned and evaluated, a follow-up report will be submitted with the evaluation results.

Manufacturer narrative:
The trilogy evo ventilator was evaluated by the third-party service center for the complaint of "alarmed with red screen and vent inop message". There was no patient involvement, and no harm or injury reported. On device evaluation, it was reported that the customer complaint is confirmed. The device failed testing for a detachable battery fault. The detachable battery needs to be replaced. The detachable battery is an auxiliary power source for the device. Alternating current power and internal lithium-ion battery power (the final power source) are available to power the device in the event the detachable battery is depleted or faulty. The device qualifies for 4-year preventative maintenance; some parts need cleaning and other parts have contamination. Cleaning will be completed and the affected parts replaced. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.